Event description:
Distributor reported that an implant failed to integrate due to infection.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the lot humber was not provided by the dr's office.